Event description:
The consumer reported that the stim was turning off by itself when it should be on and the device stopped working on the day prior to the report. The patient stated that she hadn't had any changes in activity and was cleaning her house when the stim turned on/off. The patient programmer (pp) showed that the implantable neurostimulator (ins) was off, so the patient turned the ins on and increased the stim, but they were not able to feel it. It was noted that the ins charged really fast on the saturday prior to the report before the stim "just quit". Lastly, the patient stated that her hips got heavy without the device on. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.